Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an out of range shock impedance was measured, when this right ventricular (rv) lead was hooked up to a new device, during a device change out. There was no evidence of any issue prior to that. Visual observation found a lead break at the distal coil. As a result, this rv lead was abandoned surgically and replaced during the device change out. No additional adverse patient effects were reported.